Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"For the treatment of aortic aneurysm, the relay plus was implanted in zone 2. In position 1, the doctor advanced the gray grip until the grip passed the black handle body mark. The graft was simultaneously checked by fluoroscopy, but the 1-stent-long graft was still inside of the outer sheath. (B)(6) sales rep. Indicated the doctor to advance the gray grip a little more, and the distal stent marker was confirmed to be about 2cm out of the outer sheath. The deployment was successful. At this time, the gray grip passed the black handle body mark about 3cm. The doctor didn't claim the device failure because the procedure was successfully done. However, (B)(6) sales rep. Sensed the possibility of device abnormality with relation to the handle body mark position, so we report this case to bolton."